Manufacturer narrative:
This follow up report is being submitted to report additional information. The following sections were updated: b4, b5, d10, g4, h1, h2, h3, h6, h10. On (B)(6) 2019, it was reported from (B)(6) that an ats dual hose ats red/wt was leaking. On 25 apr 2019, a returned product investigation was performed on the ats dual hose ats red/wt. The physical evaluation revealed that the returned hose had been attempted to be repaired by the account using electrical tape in two locations. After unwrapping the hoses, it was found that the hose was damaged in two places. The red and white hose had a small gash and the white only hose was almost cut through entirely. For those reasons, the hose did leak. The results of the returned product investigation have confirmed the reported event. While the returned product investigation confirmed that the ats dual hose ats red/wt was leaking due to cuts in the hose, it cannot be determined from the information provided what actually caused the hose to become damaged and then leak. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that there is nothing wrong with the device, the customer is experiencing leaking hoses only (they seem to be already patched up in the hospital ¿ see attached pictures). No impact to patient as the hospital was using second set of hoses. The fault was noted during inspection of equipment outside of operating theater. No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental/final medwatch will be filed.

Event description:
It was reported that there was some kind of problem with unspecified ats device. There is nothing wrong with the ats device, the customer is experiencing leaking hoses only (they seem to be already patched up in the hospital). No impact to patient as the hospital was using second set of hoses. The fault was noted during inspection of equipment outside of operating theater. No adverse events were reported as a result of this malfunction.